Manufacturer narrative:
Corrected lot number. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
User facility MDR number (B)(4) was received. The intended procedure was to deploy a stent in the left subclavian artery. During stent deployment, the doctor attempted to withdraw the stent because he wanted a shorter one, but it was dislodged from the balloon in the radial artery. The stent was not able to be removed or deployed in this location. The stent was placed in the axillary artery. The patient had an increase in procedure time, but had no harm.